Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to try multiple outlets and when the issue persisted, a replacement cable and wall adapter were sent. There was no further contact from the caller.